Event description:
Since mid-may 1992 we have had multiple problems with the baxter reach dilatation balloon. On at least three occasions, the balloon has ruptured at inflatations below the burst pressure quoted in the manufacturer's specifications. To date, none of the patients involved have suffered an adverse outcome other than the cessation of the procedure. However, the physicians involved have expressed grave displeasure with this baxter productinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.